Manufacturer narrative:
The investigation results will be provided on the final report.

Event description:
It was reported that premature battery depletion was observed on the implantable pulse generator. There were no error messages observed due to the device being inoperable because of the premature battery depletion. The device was explanted, and a new device was implanted as a result to resolve the issue. There were no complications during the procedure.